Manufacturer narrative:
Pump was received with intermittent button response due to flattened up arrow button dome switch. No button error alarm noted during testing. Unit had cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 148 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.